Event description:
In 2005, the patient underwent exploratory laparotomy, lower anterior resection of the rectum, and a flexible sigmoidoscopy. The decision to do a diverting ileostomy was made during the procedure. While attempting to staple off the bowel, it was noticed that the ta30 stapler did not fire, and the mucosa was healthy and the lumen of the rectum was open. Multiple clamps were placed on the edge of the bowel. Another (brand) stapling device was used and the surgeon was able to staple the rectal pouch. The patient had a temporary ileostomy related to the failure of the ta30 and the fact that the anastomosis was quite low in the pelvis, and the surgical team could not reinforce it with interrupted sutures.